Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) exhibited undersensing. The clinician reached out to technical services (ts) to review the presenting electrograms (egm). Upon review, it was noted that there was undersensing some premature atrial contractions (pacs), which led to over pacing on the right atrial channel. Reprogramming options were discussed and recommended. The rhythmiq feature and sensitivity were adjusted. The plan is continued to be monitored. At this time, this product remains in service and no adverse patient effects were reported.